Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a skin breakdown on his back under the therapy electrode pads. The patient reported there was dried blood over the irritated area. The patient ended use of the lifevest and the medical outcome of the irritation is unknown.